Event description:
It was reported that the caller had no stimulation sensation. However, it was stated that the patient was able to feel stimulation after the device was turned on and stimulation settings were increased. It was noted that this action resolved the issue. It was later reported that the stimulation was "shaking" the patient's legs "so bad that she could not sleep" the night prior to the report. The patient reportedly was "jerking on the inside, but paralyzed on the outside and she could not feel them." It was stated that the device was turned off, was found to be set at 7.2 volts, and the patient had someone to help "work the device" and "get it set right." Follow-up information had been requested, and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a follow-up appointment on (B)(6) 2013, the day before, she turned stimulator on. It was reported that the patient had experienced a couple of falls and felt that she had become more deformed as a result of the second fall. X-rays showed that there had been no movement of the lead at t8, but the patient did have increased kyphosis in her thoracic spine. It was noted that her surgical wound was healing nicely without evidence of infection. At the time the hcp recommended that the patient come back in two weeks since she was afraid to turn the stimulator on at the time.

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID, 37746 lot# serial# (B)(4). Product type programmer, patient. (B)(4).

Event description:
Additional information indicated that the patient¿s ¿inside¿ was jumping when the stimulation was high enough for her back pain. She increased her stimulation as high as it would go on (B)(6) 2013 and she felt numbness in her entire body. She had no feeling in her stomach, it was numb. Her legs were so numb they were paralyzed. She then turned the stimulation down and when she turned it down about half way she felt a pleasant tingling mostly in her legs and a little across the top of her buttocks. The stimulation caused her legs to ¿jump¿.

Event description:
Additional information received reported that therapy never worked for her and there was pain at the implantable neurostimulator (ins) site. The patient never felt stimulation since implant and she had been trying to get the device removed for the past 2 years. The ins stuck out because, she was a skinny woman and it would hurt, and she could not lie on that side. It also caused her pain when she sat down or walked. The ins was implanted on the right side of the body and she did not care that it stuck out if it helped her pain. Manufacturing representatives (rep) reprogrammed the device several times and were unable to resolve the issue. The patient walked like a ¿paper clip¿ and children were scared of her. The stimulator was put into her body that damaged her and did not help her. A doctor took out the ins 3 days prior but the lead wires were left in place. It was noted that the doctors did not want to remove the device because, it could ¿kill the patient¿ but she did not care because, she was in so much pain and she ¿wanted to die.¿ the patient wanted to know if there was danger to her with the lead wires. It was noted that the patient had colitis same as crohn¿s disease in 2014. It was also noted that the patient never did a stimulation trial.

Event description:
It was reported that the hardest part is synching this, ¿it gives you all kinds of trouble. It was noted that if the patient turns it almost full force the patient can feel throbbing in the back some. It was noted that it was throbbing so hard in legs that the patient could not walk. It was reported when the patient turns it up all the way the patient feels it in their entire body. It was noted that it felt like a numbness feeling. It was reported that the stimulation was too high. It was reported that the patient never had therapeutic effect. It was noted that the patient reports stimulation in the wrong location. It was reported that the patient had been reprogrammed about two weeks prior. It was noted that the stimulator does not touch patient¿s pain. It was reported that the patient fells stim in legs where the patient has no pain. It was noted that it does not work in left thigh and back ¿like it should¿. It was reported that the patient is feeling throbbing in legs. It was reported that the device was hurting after it was implanted. It was noted that the patient did not know how to turn it off. It was reported that it was hurting so bad that the patient could not hear. It was reported that the patient could not put their head back. It was noted that there was throbbing in the patient¿s head. It was reported that the patient thinks ¿they¿ve attached them wires to the wrong place¿. It was noted that the patient is having more pain since implant. It was reported that the stimulation is vibrating the patient¿s legs real hard. It was noted that the implantable neurostimulator sticks out of the patient¿s body. It was reported that the patient was having pain at the pocket site. It was noted that the ins is right under the skin, ¿it feels like¿. It was reported that the patient felt ¿a biscuit or something in there, a real thin biscuit¿. It was noted that when the patient would hit the plus key nothing would happen except a little light flashes ¿a little bit¿. It was reported that the device was ¿vibrating so hard that it was ¿I was just jerking all inside¿. It was noted that the patient was slow because ¿I¿m so crippled¿.